Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for a ureteroscopy with stone lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was cracked by the physician during removal from the packaging. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
Problem code 1069 captures reportable event of fiber broke. Investigation results: the fiber was returned in two pieces. The first piece measures approximately 60.2 cm from the top of the connector to the break. The second piece measured approximately 222.2 cm which includes the entire distal tip. The remainder of the fiber was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for a ureteroscopy with stone lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was cracked by the physician during removal from the packaging. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.